Event description:
The healthcare provider reported that the viality unit started leaking once they shut suction off and before adding auraclens. It looked like the bottom compartment of the device that holds the sponge had separated at the back of the device, thus not having a tight seal on the drawer. A new viality unit was required to complete the procedure.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.